Event description:
It was reported that the patient had exit block. It was also reported that the right ventricular [rv] lead had high threshold measurements and had dislodged. Additionally, the physician questioned whether the dislodgement caused the exit block. The rv lead was repositioned and remains in use. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.